Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump shut off twice during the night due to battery depleting and customer awoke with high blood glucose. Customer's blood glucose was 300 mg/dl. Caller also reported that sensor glucose read 40 and blood glucose was 108 mg/dl. Customer would call back.